Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image/e315 error message issue could not be determined, however, it is likely that the issue was due to water ingress into the scope connector during user handling, resulting in damaged the electronic components and the displayed error message. The event can be detected/prevented by following the instructions for use which state: -inspection of the endoscopic image ¿-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿-do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite bronchovideoscope, had no image. The issue occurred when preparing the scope for use in a diagnostic bronchoscopy procedure. When the scope was connected to the processor and light source, a e216 error message was displayed. There was no delay and another scope was used to complete the procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the monitor showed a black screen with no image due to damage on the charged coupled device (ccd) unit. Also, evaluation found the following; connecting tube has a dent; the image guide protector was damaged; due to damage on switch box, none of the switches work; control unit is dirty due to water leakage; and circuit board unit in scope connector is dirty due to water leakage. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.